Event description:
A tech reported a pt experienced a "corneal ulcer" in both eyes with the use of this prod. She stated the pt's symptoms began in her left eye after eight hrs of wearing contact lenses soaked in this prod. She reported the pt inserted her right contact lenses the next day and within four hrs experienced a similar event as that in the left eye. The tech stated both "corneal ulcers" were central and "looked like a chemical burn". She reported the pt's visual acuity in both eyes decreased; however, they are improving with treatment. She stated the pt has used this prod in the past without any problems. She reported the pt's ophthalmologist question the pt to find out what changed in her contact lens wear routine that could have caused this event. The tech stated the pt later reported her anti-acne prod spilled in her drawer at home, where she stored her contact lens case and bottle of this prod. She reported that when the pt brought in the contact lens case and contact lenses to be examined, the alcohol residue/film from the acne prod was still on the case as well as on the blister pack of the contact lenses. She stated the pt's bottle of this prod was sent to a private lab for testing and the ph came back lower than it should be. The tech reported the pt's contact lens case was possibly contaminated with her acne prod, which has high alcohol content. She stated she speculates the alcohol could have changed the ph of this solution and caused the pt's event. The ophthalmologist reported the pt also experienced blurry vision and eye pain. He stated he diagnosed the pt with "large corneal abrasion likely a corneal burn", patched her eyes, and prescribed oral pain and ophthalmic antibiotic medications. He reaffirmed the pt had spilled an acne prod where she kept her contact lenses, lens case, and solution. The ophthalmologist stated the pt's events have resolved.

Manufacturer narrative:
Eval summary: the complaint device associated with this report was rec'd. The prod was not evaluated because contamination is suspected. Batch records were reviewed for lot 145058f and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. Eval of a retention sample for this lot was also completed. No untoward effects or abnormalities or microbiology eye safety testing were identified and physical and chemical parameters conformed to release specs. There are no similar reports for lot 145058f.